Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "gas loss in iab circuit" alarm. The customer reported that the iabp also generated an "autofill failure" alarm. The customer discovered that the extracorporeal tube set to the iab was not tightly fitted to the helium tube extender. The customer tightened the connection and initiated an iab fill which corrected the issue. Therapy was continued on the same iabp. No patient injury was reported.

Manufacturer narrative:
The customer discovered that the extracorporeal tube set to the iab was not tightly fitted to the helium tube extender. The customer tightened the connection and initiated an iab fill which corrected the issue. The IFU indicates that to prevent gas loss in iab circuit ensure that the iab extender tubing is tightly connected to the iab and the iabp. (B)(4).